Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient had difficulty communicating the remote control (rc) to the ipg and was experiencing frequent charging. The patient will undergo a revision wherein the ipg will be relocated and replaced.

Event description:
A report was received that the patient had difficulty communicating the remote control (rc) to the ipg and was experiencing frequent charging. The patient will undergo a revision wherein the ipg will be relocated and replaced.